Manufacturer narrative:
This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints for lot 63309ud01 did not identify an increase in complaint activity. The ticket trending did not identify any related trend regarding commonalities for lot numbers 63309ud01 and issue. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with the lot number 63309ud01 and complaint issue. The overall performance of alinity I stat high sensitive troponin-I was reviewed using field data from customers worldwide. Review shows that the median of the patient results obtained for the complaint lot is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and found to adequately addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot number 63309ud01 was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I for one patient. The following results were provided (reference range 0-0.016 ng/ml): initial troponin result= 1.697 ng/ml, on (B)(6) 2024 the repeat troponin results= 0.054 ng/ml, 0.049 ng/ml, and 0.005 ng/ml; different blood sample from the patient was collected with result= 0.003 ng/ml. The customer reported that the patient was admitted to the hospital for treatment but was unable provide the type of treatment the patient received. There was no further impact to patient management reported

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I for one patient. The following results were provided (reference range 0-0.016 ng/ml): initial troponin result= 1.697 ng/ml, on (B)(6) 2024 the repeat troponin results= 0.054 ng/ml, 0.049 ng/ml, and 0.005 ng/ml; different blood sample from the patient was collected with result= 0.003 ng/ml the customer reported that the patient was admitted to the hospital for treatment but was unable provide the type of treatment the patient received. There was no further impact to patient management reported